Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. There was no difficulty tracking device over a guide wire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. Procedure was done under local anesthesia. The 80% to 90%, type c target lesion was located in the very tortuous mid right coronary artery. A 7fr non-bsc sheath was coaxially engaged. A non-bsc guide wire was advanced to the lesion. Sequential predilatation was performed using a 2x12mm non-bsc balloon catheter at 18 atms followed by a 2.5x8mm non-bsc balloon catheter at 18 atms. A 2.75x28mm promus element¿ plus stent was selected to treat the target lesion; however the physician had difficulty tracking the device. The physician pushed hard. It was noted that the stent strut was damaged. The procedure was completed with another 2.75x28mm promus element plus stent. No patient complications were reported and the patient¿s status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. Procedure was done under local anesthesia. The 80% to 90%, type c target lesion was located in the very tortuous mid right coronary artery. A 7fr non-bsc sheath was coaxially engaged. A non-bsc guide wire was advanced to the lesion. Sequential predilatation was performed using a 2x12mm non-bsc balloon catheter at 18 atms followed by a 2.5x8mm non-bsc balloon catheter at 18 atms. A 2.75x28mm promus element¿ plus stent was selected to treat the target lesion; however, the physician had difficulty tracking the device. The physician pushed hard. It was noted that the stent strut was damaged. The procedure was completed with another 2.75x28mm promus element plus stent. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).